Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: a 62-year-old male patient underwent tevar on (B)(6) 2017 to treat his thoracic aortic aneurysm, a zta-p-30-155 was implanted. The delivery and deployment were reported as successful. Lsa was completely and intentionally covered by the stent graft fabric and the proximal implantation zone was zone 2. Additionally, an lsa embolization was performed. On follow-up CT scans performed on (B)(6) 2017 and on (B)(6) 2018 no imaging abnormalities was observed. On a CT-scan on (B)(6) 2019 parietal thrombosis was observed. Preventive medication (xarelto, anticoagulant) was initiated on (B)(6) 2019 as the parietal thrombosis turned into a serious adverse event. No other adverse effects to the patient was reported. No imaging or product was provided. The IFU states: patients experiencing leaks or reduced blood flow through the graft and/or leaks may be required to undergo secondary endovascular interventions or surgical procedures. An exact cause for this cannot be established based on the provided information, since no imaging and only limited info on the patient anatomy were provided. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: this patient was enrolled in the study because he received a zenith alpha¿ thoracic endovascular graft proximal component due to a thoracic sacciform aortic aneurysm. He didn¿t experience any symptoms pre-procedure. On (B)(6) 2017 (two days pre-procedure), the pre-procedure imaging was performed. It revealed no calcifications of main access vessel. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The proximal neck was straight, the proximal neck diameter was 26 mm and the proximal neck length was 28 mm. The distal neck was also straight. The distal neck diameter was 26 mm and the distal neck length was 50 mm. The main access vessel minimum lumen diameter was 10 mm. The maximum aneurysm diameter was 50 mm. On (B)(6) 2017 the patient underwent surgery due to his thoracic sacciform aortic aneurysm. Following component was implanted during the index procedure: one proximal component: catalog # zta-p-30-155, lot # e3494955. The delivery and deployment was reported as successful. Left subclavian artery (lsa) was completely and intentionally covered by the stent graft fabric and the proximal zone of stent graft implantation was zone 2. In regard to additional procedures, only an lsa embolisation was performed. No reportable adverse events were observed immediate post-procedure. On (B)(6) 2017 (one day post-procedure), a follow-up CT showed an aneurysm diameter of 50 mm. The total length of covered aorta was 155 mm. No imaging abnormalities was observed. On (B)(6) 2018 (382 days post-procedure), a follow-up CT showed an aneurysm diameter of 53 mm. The total length of covered aorta was 155 mm. No imaging abnormalities was observed. On (B)(6) 2019 (747 days post-procedure), a follow-up CT showed an aneurysm diameter of 48 mm. The total length of covered aorta was 155 mm. A parietal thrombosis was also observed on this imaging. Adverse events: on (B)(6) 2019 (767 days post-procedure), the parietal thrombosis turned into a serious adverse event. A preventive treatment with medication (xarelto) was initiated. The sae is marked as ongoing. It was considered related to the device. Patient outcome: patient continues to be followed in the study.